Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during attempted implant of the lead there was fixation difficulty. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.